Manufacturer narrative:
Additional information - tandem quality engineer evaluated pump data and concluded the following: review of the pump data logs shows the last cartridge was loaded onto the pump at (B)(6)pm on (B)(6)2019. On (B)(6)2019 at (B)(6)am, user requested a 2.74 unit correction bolus for a blood glucose of 227 mg/dl. This was the last bg entered into the pump by the user. At (B)(6)am, user requested a final bolus of 1.45 units for 29 grams of carbohydrates without entering current bg and while still having insulin on board (iob). At (B)(6)pm on (B)(6)2019, user created and activated a new personal profile in the pump. The basal rate was programmed at 8.5 units/hour from (B)(6)am ¿ (B)(6)am and 8 units/hour from (B)(6)am ¿ (B)(6)am, for total daily basal insulin of 196 units. This was the last user interaction with the pump. Activation of the new profile resulted in 104.4 units of basal insulin being delivered on (B)(6)2019. As the auto-off feature was disabled by the user on (B)(6)2019, basal delivery continued until the cartridge fully depleted of insulin at (B)(6)am on (B)(6)2019. The pump continued to alarm until the battery fully depleted at (B)(6)am on (B)(6)2019. The pump appears to have been functioning as intended. There is no evidence that the pump experienced a malfunction or failure. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. It is possible the personal profile settings adjustments were made in error.

Event description:
It was reported by the medical examiner that the customer passed away. The customer was discovered to be deceased in the home. Reportedly, postmortem vitreous glucose was less than 5 mg/dl, which per medical examiner, could be a normal postmortem glucose. Cause of death has not yet been determined.